Event description:
It was reported that the warmer pump will not run. There has been no report of patient involvement.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Evaluation codes: updated. One device was received. Per visual inspection, the return tube was cracked. Fluid ingression on printed circuit board (pcb). Per functional testing, the water was not recirculating. The complaint was confirmed. The root cause was water leaking onto main pcb components from cracked return tube. This has been listed as a design issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced pcb and return tube. Replaced o-rings and fan guard for preventative maintenance (pm). The device passed all functional and delivery tests. This issue will continue to be monitored and further actions taken accordingly.